Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing battery switching. Battery still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Foreign was marked in error on initial report. The battery was not returned for evaluation. Log file analysis revealed that the controller in use during the reported event did not contain the smr software. The reported event was confirmed via review of the controller log files, which revealed one premature power switching event due to a communication error involving bat553666. The most likely root cause of the reported event may be attributed to a communication error between the controller and battery. The manufacturer investigated communication errors under an internal investigation. If information is provided in the future, a supplemental report will be issued.